Manufacturer narrative:
An evaluation was performed by smith and nephew and could confirm the customer complaint for the material fell off the device. A visual inspection was performed under microscope inspection and showed the insulation is damaged at the tip. This damage is caused by contact with another source. No manufacturing related defects were observed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a surgery, the device front material fell off. All pieces were removed. The reported delay result in a little extended exposure to anesthesia to the patient. A back-up device was available to complete the procedure with no significant delay and no patient injuries.